Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2026 it was reported the patient was admitted to the hospital with a painful stoma and discharge from the stoma. Patient had an ultrasound and an xray with unknown results. Peg-j is very old and the hospital is arranging for a peg-j replacement. Patient is being treated for the infected stoma with unknown oral antibiotics. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed.